Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd conventional needles are coring. The following information was provided by the initial reporter: please find attached a report of a material safety incident, which occurred on (B)(6) 2024 from the upco department, concerning bd microlance 18g 40mm hypodermic needles, commercial reference 303262. The offending medical device has been retained and is available for expert examination. Description of incident: incidents reported on (B)(6) 2024 involving bd microlance 18g 40mm hypodermic needles, commercial reference 303262 from the bd laboratory. Since the change of reference (from 304622 to 303262), the new canulas have a sharper bevel, which increases the risk of coring when sampling cytotoxic drugs. The chemotherapy bag manufacturing unit had to remake several bags, some of them very costly, because a piece of septum was present in the bag. This is a recurring problem, as several events of this type have occurred since the change of reference. Among these reported events, 4 preparations had to be destroyed tebentafusp, blinatumomab, autofuseur sfu, for a total of (B)(4). Number of patients or persons involved: several. Number of devices concerned: all batches. Clinical consequences and current status patient/person involved: no clinical consequences but needs to be discarded. Particularly costly preparations and redoing preparations: work overload+ financial impact. 1. As it was mentioned that "since the change of reference (from 304622 to 303262)", could you please confirm whether the catalogue number of the defective product is "303262" or "304622"? ="303262." 2. Could you please confirm the bd awareness date, i.e. When the bd associate was first notified of the complaint? 3. As in attachment "(B)(4)" it was mentioned as "please find attached a report of a material safety incident, which occurred on (B)(4)2024" and in attachment "(B)(4)" it was mentioned as "date of occurrence (or period): (B)(6) 2024" and "incidents reported on (B)(4) 2024". Could you please provide a correct date of event?" The correct date of the event is november 26, 2024." 4. As in attachment "(B)(4)" it was mentioned as "among these reported events, 4 preparations had to be destroyed tebentafusp, blinatumomab, autofuseur sfu, for a total of (B)(4).". Could you please confirm whether the event date of all these 4 preparations are same? ="concerning the preparations that were destroyed (for a total of (B)(4) euros), this event did take place on november 26, 2024, for the 4 preparations." A. If "no", could you please provide the event date of all these 4 preparations? 5. As in attachment "(B)(4)" it was mentioned as "batch number: all batches" and "number of devices concerned: all batches". Could you please provide the batch numbers of the defective product? "We don't have a specific batch number to give you, as according to users, all canulas are affected. However, the sample we have kept and can provide you with is batch number 240804." The defective catalog number is the most recent, i.e. The 303262. - the correct date of the event we have notified you of is november 26, 2024. - concerning the preparations that were destroyed (for a total of (B)(4) euros), this event took place on november 26, 2024, for the 4 preparations.

Manufacturer narrative:
One (1) needle sample was provided for evaluation by our quality team. Through examination of the sample, the needle was observed with a damaged bevel. However, as the sample was provided without the shield component and the reported issue is related to a new type of cannula bevel rather than damaged cannula point, we cannot discard that the cannula point became damaged during transportation. Although no lot was specified for this reported issue, a device history record review was performed for the provided sample lot, 240804. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. Based on the provided information ¿since the change of reference (from 304622 to 303262), the new cannulas have a sharper bevel, which increases the risk of coring when sampling cytotoxic drugs¿ we understand that the issue of coring needle is being reported for material 303262. Material 303262 was created with a regular bevel in contrast to material 304622 which had a short bevel. The change in bevel requires a change in the way the needle needs to puncture the vial. Material 303262 with a regular bevel should penetrate the vial at a 45¿60-degree angle. This differs from the 90-degree recommendation for short bevel cannulas. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.